Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2010; 4968-35, implanted: (B)(6) 2014; 383069 lead; 383059 lead, implanted: (B)(6) 2020; w4tr01 crtp; cmrm6133 envelope; 479888 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became septic approximately two months after the implant of the cardiac resynchronization therapy pacemaker (crt-p) with an antibacterial absorbable envelope. It was noted that the patient presented with endocarditis and vegetation on the leads. The organism identified was (B)(6). Cultures were taken and antibiotic treatment was administered. The crt-p system was removed. No further patient complications have been reported as a result of this event.